Event description:
It was reported following an ablation procedure for treatment for pancreatic cancer, it was noted the pt received burn on each thigh. The burns were treated with ointment and a sterile dressing was applied and the pt was discharged. The pt's condition is good. The device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co was unable to determine the relationship between the device and the cause for this event.